Event description:
It was reported that during aneurysm of the left anterior communicating artery (acoma) procedure, the operator used the subject guidewire to successfully advance two microcatheters to the target lesion. Upon withdrawal of the subject guidewire, it was discovered that the guidewire distal tip had fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the distal 9cm section was confirmed to be fractured. The proximal and distal fracture surfaces were imaged. There was fracturing noted to the nitinol tubing and core wire and stretching to the platinum coil. There were also no anomalies noted to the distal tip when dry or hydrated. Functional test was not performed as the wire was fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that while withdrawing the guidewire, it was fractured (without leaving any parts inside the patient¿s body). Additional information provided by the customer indicated that the device was prepared for use as per the dfu. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/ prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was moderately tortuous. The analysis confirmed a fracture 9 cm from the distal end. Additional fractures were also observed at both the distal and proximal ends. There was fracturing noted to the nitinol tubing and core wire and stretching to the platinum coil. There were also no anomalies noted to the distal tip when dry or hydrated. The reported guidewire fracture was confirmed during analysis. An assignable cause of procedural factors will be assigned to the reported and analyzed event: guidewire distal tip broken/fractured during use as well as analyzed event: guidewire distal tip stretched as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during aneurysm of the left anterior communicating artery (acoma) procedure, the operator used the subject guidewire to successfully advance two microcatheters to the target lesion. Upon withdrawal of the subject guidewire, it was discovered that the guidewire distal tip had fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.